Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure the ceramic insulation at the distal end of the resection sheath broke off inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the information/pictures provided by the customer. According to the photos provided, it could be confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. Based on the customer¿s description, the damage was most likely caused by thermo-mechanical fatigue and/or improper handling by the customer. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. In the course of a design improvement that was implemented in october 2010, the material of the insulating insert was changed. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.